Manufacturer narrative:
Device history review determined that all devices in the reported lot were accepted into final stock with no reported discrepancies. The product experience reporting database from 2004 to present was reviewed for similar reported events regarding fractured screwdriver tips. There have been no other events for the reported lot ID. When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "screwdriver tip broke while surgeon was implanting dome hole screw in solid back tritanium cup. Unable to locate broken tip."